Event description:
It was reported to nova biomedical on (B)(4) 2013 that the consumer had been hospitalized in the past year for ketoacidosis. The consumer was unable to provide any further info regarding the meter, strips and could not provide any info regarding his hospitalizations. The consumer reported that he no longer uses or has any nova biomedical blood glucose products. This is being reported as an adverse event under the FDA medwatch regulations.